Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the 36-year-old patient underwent aortic valve replacement surgery and mitral valve replacement surgery due to mitral stenosis and severe aortic stenosis. A 27mm sjm masters series hemodynamic plus valve and a 21mm sjm regent heart valve w/ flex cuff were chosen for a procedure. The physician did not test the leaflet at the time of device preparation. During procedure, when the valve was successfully implanted, the physician found that the valve leaflets of regent were not opening properly. After the explant, they found the leaflets still not moving normally. The regent valve was removed and replaced by new 21mm sjm regent heart valve w/ flex cuff valve while the patient was still on bypass. The operation was finally completed, and the patient was in stable condition. There operation time was prolonged, no other adverse effects were caused.

Manufacturer narrative:
It was reported that the valve leaflets were not opening properly. Upon explant the leaflets were still not moving normally. The valve was returned to abbott and investigation found both leaflets were able to fully open and close with no resistance noted. Hydrodynamic examination indicated the valve met specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.